Event description:
According to the reporter, prior to use, the unit's touch screen was not working and had error code 310. There was no patient involvement. Medtronic's initial evaluation of the incident device found the return electrode monitoring (rem) indicator signal light only display green due to a component chipped off of the mezzanine board.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional evaluation found that the touchscreen did not respond to touch due to corrosion on the touchscreen flexible cable to the display. It was reported that the unit's touch screen was not working and had an error code 310. The reported issue was confirmed. The most likely cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: of the rem indicator signal light only displayed green due to a component chipped off of the mezzanine board. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.